Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-18056. It was reported the patient is experiencing uncomfortable swelling at the ipg site when stimulation is on and off as well as uncomfortable burning and heating at the ipg site when stimulation is on. The patient was unable to use his scs system due to the pain. The patient's left leg below the kneecap was also uncomfortably numb and cold. Surgical intervention was undertaken and the ipg was relocated to this right side. The patient reported effective stimulation coverage postoperative. Follow-up indicated the patient's issues have resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.